Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, smoker, diseased mucous membrane, local infection / subacute chronic osteitis, mobility ((B)(6) are same patient).